Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified that it would not pass safety disk, k6a, safety vent or autofill calibration. The reported problem was duplicated or verified. After opening device the fse calibrated offsets and still would not pass. The fse then discovered the plug to k6 and k7 disconnected, he plugged in and tested device again. He then verified that the unit calibrated and passes all functional and safety tests per factory specifications.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.